Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome that was a diopter off target. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device remains implanted. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).